Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 30-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the cup pickup mechanism was sticking. Fse also found excessive play in the incubator that contributed to the error. Fse tightened the incubator and performed the previously scheduled preventive maintenance, which included comprehensive functionality verification for proper instrument operation. All tests passed within acceptable specifications. The aia-900 instrument was functioning as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 19-dec-2016 through awareness date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages indicate that error 2163 c.transfer cup not released is generated when the holder sensor s063 detected a cup after the cup was released. The solution is for the customer to contact tosoh local representatives and to check s063 and the cup release operation. The most probable cause of the issue is due to excessive play in the incubator, which needed to be adjusted.

Event description:
On (B)(6) 2018, a customer reported getting message error 2163 c.transfer cup not released on the aia-900 instrument. The customer is unable to run patient samples for intact parathyroid hormone (ipth). On 30-jan-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.